Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon thought during the passage of the lcsb5 the seals must have torn. Another trocar was pulled to complete the case. There was no consequence to the pt.